Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hypodermic needle. The customer reports during an injection, the needle slid out of the hub. The needle detached from the hub and was then removed from the pt without an issue.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.